Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed july 30, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2014.